Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6), 2023. During the procedure, when the handle was turned, several bands fell off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code (B)(6)captures the reportable event of bands premature deployment. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head was returned without the bands attached. The handle and the trip wire did not present any problems. The suture thread was returned with seven knots. The trip wire was properly secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents were felt with each 180 degrees rotation. No problems with the device were noted. The reported event of bands premature deployment was not confirmed. Upon analysis, the device was in good condition, the ligator head teeth were not bent, and it was returned without the bands. Also, the suture was complete with its seven knots. Since there was no damage that could relate to the reported problem; therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on march 21, 2023. During the procedure, when the handle was turned, several bands fell off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.